Event description:
The device was used during an unspecified procedure. Reportedly, eight days post-operative, the pt suffered a rupture. The surgeon performed a re-operation and applied another suture to complete the procedure. The hosp has reported the pt's condition is satisfactory.